Event description:
Description of event according to initial reporter: patient came in for a dissection emergent case. During deployment or user aggression the graft landed distal to where the actual approx landing zone wanted to be ((B)(4)). The physician decided to use a device from another manufacturer to get more of a proximal seal, delivered the device then distality he extended out the zdes-36-180-us upon final run he was satisfied with the final angio. Fast forward to recently within the last week the patient had to come back in with a type a dissection to where they had to build the arch ((B)(4)). Patient outcome: the patient was prolonged hospitalized for recovery. Furthermore, the patient had to return for complete arch repair.